Event description:
The patient was admitted with the plan to do a heartmate ii to heartmate ii exchange due to the recurrent short to shield after the splice (B)(6)2024 (2916596-2023-01298). Since the pump off event the patient had been only utilizing battery power at home with no additional pump off events noted. The log files were reviewed and confirmed no further pump stops. The patient then underwent a heartmate ii exchange on (B)(6)2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6 health effect - impact codes corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop event. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained events from (B)(6) 2024 and from (B)(6) 2025. Low speeds and a pump stop were captured on (B)(6) 2024 while the system was connected to a grounded power source (the power module) with the white power cable. The events appeared to resolve as soon as the system was solely supported by battery power. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported events and the return status of the pump; however, to date, no further information has been provided by the account. The pump was not returned for evaluation. The relevant sections of the device history records for vad-61444 and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump off event when they were hooked up to the power module in the clinic. The patient had a prior short to shield with a splice in 2023 (2916596-2023-01298). The log files were reviewed and captured one pump stop and a low speed hazard while connected to the power module. This issue appeared to only happen when the ventricular assist device (vad) was connected to the power module. In order to prevent further interruption in support it was recommended that the vad be connected to battery power or an ungrounded cable until further investigation was completed. It was requested that x-rays be taken to see the location of the compromise. The patient got an x-ray. The patient was given a power module and ungrounded cable to use at home from now on. The patient was symptomatic when they had the pump off event. The x-ray did not show any areas of concern.